Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis. A review of the lot history records could not be performed as the part and lot information was not provided. The reported patient effects of cerebrovascular accident, myocardial infarction, and renal failure are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported patient effects of cerebrovascular accident, myocardial infarction, and renal failure could not be determined. The reported hospitalization and additional therapies/non-surgical treatments were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article title: impact of economic status on utilization and outcomes of transcatheter aortic valve implantation and mitraclip. The patient deaths mentioned and in the article are filed under another medwatch MFR report number.

Event description:
This is filed to report the serious injuries. It was reported through a research article identifying the mitraclip device that may be related to the following patient effects: patient deaths, stroke, myocardial infarction, acute kidney failure, medical intervention, and hospitalization. Details are listed in the attached article, titled ¿impact of economic status on utilization and outcomes of transcatheter aortic valve implantation and mitraclip." Please see attached article for additional information.